Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor aspiration occurred during a cataract procedure. The procedure was completed using the same product. There was no patient harm. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record review showed the order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications.(B)(4)